Event description:
It was reported that the programmer display was flashing and changing continuously, which made it very difficult to see through and make measurements of pacemakers. It was also reported that the radio frequency (rf head) would not recognize devices when the physician was trying to interrogate a pacemaker. It was necessary to make several tries, and finally to use another programmer and rf head. The programmer and rf head will be returned for repair. No patient complications have been reported as a result of this event. History: sinus disfunction injury: no intervention required: no patient outcome: successful from pe-700715201-the head did not working properly when the physician was trying to interrogate the pacemaker, it was necessary to make several tries, and finally to use another programming head. History: sinus disfunction injury: no intervention required: no patient outcome: successful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).